Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the place where the implant was swollen on and off and intermittently wiggles side to side. They also mentioned experiencing pain on their left side and were unsure if it's related to the implant. The patient has already reached out to their healthcare provider (hcp), who advised them to shut down the ins. However, the pain remains unchanged. The patient spoke with hcp back on march 19th and they were referred to see the nurse, patient plans to visit their hcp's office but mentioned they were leaving for a trip on april 3rd and will return after the 20th, so they don't have much time. Patient mentioned that by then the pain was not as bad as was now. Patient visited the hospital the day before yesterday after they went to a walking clinic where they where referred to the ER, where a CT scan was performed, but nothing unusual was found. They were advised to contact their primary care doctor and were currently trying to reach them. In the meantime, they were given a local anesthetic and antiarrhythmic patch, which has not provided relief. The patient confirmed they have not experienced any falls or similar incidents. They were advised to consult their hcp for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.